Event description:
It was reported that false episodes of bradycardia with artifacts due to loss of contact were observed with the implantable cardiac monitor (icm). It was noted to be a recent implant and the episodes were reducing in frequency, therefore, suspected the icm was in the process of forming. The icm remains in use. No patient complications have been reported as a result of this event.